Event description:
A malfunction alarm identified as malf 12 occurred, but there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and instructed to call back if the malfunction code reappeared.